Event description:
Hcp reported the patient had a synchromed pump implanted in 2001. No refills had been done. The patient presented 2 months later with signs of an infection of the device pocket including redness, swelling, drainage, incisional wound opening, and pocket erosion. The hcp has no information as to whether or not a culture was obtained or if the patient had meningitis. The patient was scheduled to have the device system explanted in 2002, but the patient chose to cancel the surgery and get a second opinion. The hcp knows the device was eventually removed, but they had no further information regarding the patient's outcome.